Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on the electronic assembly/motor. The device also had a minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value 375 mg/dl. The customer explained that he was on a cruise and the insulin pump got splashed. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.